Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit. The patient does not have implant devices nor a telemetry. The recorder was then placed on the patient's chest and it reconnected with the capsule, however, it still disconnected whenever the patient moves. This was a 48-hour study. A repeat procedure on different day was performed as the first procedure delivered zero information. There was no reported patient outcome.